Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow control valve and the drive gas check valve were replaced. The unit was returned to service. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout, indicating high positive end expiratory pressure. There was no report of patient involvement.